Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
When flushing the lor syringe before use, some black materials came out from the syringe. Therefore, a new kit was used instead.

Manufacturer narrative:
(B)(4). Device history record review was performed on the kit, lor syringe, and medicine cup with no relevant findings. The customer reported seeing black particulates while flushing a glass lor syringe. The customer returned one open kit (reference files (B)(4)). Within the kit the glass lor syringe and medicine cup were removed. The returned sample was visually examined with and without magnification. Visual examination of the returned medicine cup revealed black particulates on the surface. The particulates varied in size. Visual examination of the returned syringe revealed the syringe appears used as dried saline solution can be seen on the metal tip. Microscopic examination of inside the barrel of the lor syringe from the top to the tip reveals a black discoloration at the tip as compared to a new lab inventory syringe which does not appear to have a black discoloration ((B)(4)). It cannot be determined if the discoloration is on the inside surface of the barrel at the tip or the outside where the tip is adhered to the glass surface. No black particulates were found on the outside or inside surface of the other remarks: syringe barrel or on the surface of the plunger. A manual flush was performed on the returned lor syringe. Distilled water was drawn into the syringe and dispensed into a lab inventory medicine cup. Microscopic examination revealed black particulates were in the dispensed. Supplier corrective action request (scar), (B)(4), has been initiated to further investigate this complaint issue. The reported complaint of black particulates found during use of the lor syringe was confirmed based on the sample received. Visual examination of the returned sample revealed particulates on the surface of the returned medicine cup. No particulates were found on the surface area of the syringe plunger or barrel. However, microscopic examination of the inside the barrel of the lor syringe from the top to the tip did reveal a black discoloration at the tip as compared to a new lab inventory syringe. The returned syringe was manually flushed revealing black particulates in a lab inventory medicine cup. A device history record review was performed on the kit, lor syringe, and medicine cup with no evidence to indicate a manufacturing related issue. The lor syringe is a purchased part. Therefore, based upon the appearance of the syringe the potential root cause of this issue is supplier related. A scar, 50001151 , has been initiated to further investigate this issue.

Event description:
When flushing the lor syringe before use, some black materials came out from the syringe. Therefore, a new kit was used instead.